Event description:
During cardiopulmonary bypass, the pump system spontaneously powered off. At the same time, operating room circuit breakers opened. There were no consequences to the pt as a result of this event.

Manufacturer narrative:
H3. Evaluation is in progress, but no conclusions have been made.